Manufacturer narrative:
Not applicable.

Event description:
A u.s. Distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as the clasp from the garment rubbed an incision from a previous procedure and it began to bleed. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an antibiotic for the skin irritation. Follow up indicated that the skin irritation improved.